Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient' mother called to say she had taken child off pump in (B)(6), following a report she made on (B)(6) 2013 regarding a loose battery cap and a broken clip. Child has been on injections ever since. Mom is calling to report child's blood glucose (bg)s levels have been poorly controlled on injections but they continue to work endocrinologist, making adjustments and having bg readings reviewed every 2 weeks. Bgs are running as high as 400-600 mg/dl during the day when she is at school. Patient has small ketones, headaches, is dizzy and irritable when bgs this elevated. No medical attention has been needed. Mom reports that child is very stressed due to changing schools and the situation at school, for which child receives weekly counseling. Mom not able to provide exact dates of backup plan and when bgs are over 500 mg/dl, but states it has been occurring intermittently since she implemented backup plan early january. Fasting bgs range between 180-190 mg/dl. This complaint is being reported because a patient who discontinued the pump due to a defect experienced hyperglycemia on a back-up plan.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.